Event description:
(B)(4). Increasing: hair loss, depression, anxiety, bloated belly, joint pain, memory loss, headaches and bad vision. Also bad cramping, heavy bleeding and large clots during menstrual cycle. Teeth are going bad, have had several removed and never ever had a problem. When body gets heated, I break out in rash and hives and have to put cold compresses on it until it goes down. Can no longer workout or run as this is what I always have done. The insurance did pay for part of procedure.